Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes the complete primary UDI number, the review of manufacturing documentation associated with lot 9612452, and the device manufacture date. A review of manufacturing documentation associated with this lot (9612452) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinking of the shaft at approximately 121mm, from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The complaint report detailed that the emboguard device was kinked. A kink was discovered in the device; therefore, the complaint event is confirmed. It was attempted to recreate the damage seen on the device. A recreation was completed using a sample emboguard device. It was hypothesized that the damage was caused by advancing the emboguard device against an obstruction. This recreation resulted in damage similar to that seen on the returned device. This indicates that advancing the device against an obstruction may have contributed to the damage seen on the device. However, this cannot be confirmed based on the information provided. While the complaint event was confirmed, the root cause was not determined. There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9612452) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-jul-2025. [Additional information]: on 10-jul-2025, pre-shipment photos of the device were added to the complaint. The photos will be reviewed by the product analysis team. A supplemental 3500a report will be submitted once the review has been completed. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the manufacturing date of the device is currently not available. Therefore, the full UDI is currently not available. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (9612452) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat a cerebral infarction, the devices were reportedly used in accordance with the instructions fur use (ifus). After the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9612452) approached the internal carotid artery (ica), when the concomitant inner catheter (trevo trak® 21 microcatheter (stryker)) was removed, a kink was found on the emboguard bgc at about 12 cm from the tip. The whole system was pulled back and the emboguard was replaced with the aspiration catheter to continue the procedure which was successfully completed. Continuous flush was maintained through the microcatheter. There was no negative impact on the patient. On 10-jul-2025, additional information was received. The information indicated that the cerebral infarction was an occlusion in the m1 segment of the left middle cerebral artery (mca). There was no significant vessel tortuosity observed in imaging. The clot was not very right. Access was via the femoral artery. A peel-away sheath was not used. There was no clinically significant delay in the procedure. No further information is available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the review of the pre-shipment photos that were added to the complaint file on 10-jul-2025. [Photo review]: from the photos provided, it was found that one emboguard and one lot number label were returned. From the provided photographs, evidence of kink was confirmed at 12cm from the distal end. From the enlarged photo of the distal tip, it was confirmed that there was no damage or deformation. A substance was visible in the lumen at the distal tip, but it was not possible to confirm what kind of substance from the photographs. There was no further damage or deformation of the emboguard device. Note: the rotating hemostasis valve (rhv), luer-activated valve (lav), peel away sheath, dilator, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Review of the photographs provided showed evidence of a kink in the shaft at 12cm from the distal end. Whilst the complaint event is confirmed, the root cause cannot be determined from the photographs provided. A review of manufacturing documentation associated with this lot (9612452) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.